Event description:
A customer contacted beckman coulter, inc. (Bci) regarding erroneously high troponin (accu tni) results that were generated by the synchron lx I 725 clinical system, for four patients. A patient sample was tested for accu tni and a result of 3.46ng/ml was obtained. This sample when re-tested gave results in the range of 0.83ng/ml-23.40ng/ml. (See b6) a sample drawn from another patient gave a result of 7.07ng/ml when tested and a result"100ng/ml" upon repeat. This sample was tested on a different instrument and a result of 0.01ng/ml was obtained. This result was reported outside of the laboratory. A sample was drawn from a third patient and gave an initial result of 89.92ng/ml and a repeat result of 82.54ng/ml. A sample drawn from the fourth patient gave a result 100ng/ml" when tested for accu tni. There have been no reports of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
Sample collection or centrifugation data was not supplied. Customer stated that qc is run at the start of the day shift. Per cf, multiple qcf (qc failed) flags for troponin qc results started on 09/22/2007. Field service engineer (fse) was dispatched to the customer lab on two days later: the fse noted that the customer had recently converted to wash buffer ii on three days prior to original date, and that the line had been pinched, thereby cutting off flow of the wash buffer. The fse verified correct wash buffer flow and verified instrument performance. On 09/25/2007, the fse discovered that wash buffer residue had crusted around a nut on the transducer. The fse cleaned the crust with di water. The fse performed ultrasonics adjustment procedure and verified the instrument as performing according to specifications. Hardware issues may have contributed to this event. However, a clear root cause has not been determined. A malfunction will be assumed for the purpose of this report.